Event description:
It was reported that there were high defbrillation thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): inner insulation breached via environmental stress cracking, the proximal conductor was distorted, the outer insulation was melted, and had cosmetic environmental stress cracking and was breached via environmental stress cracking, the inner and middle insulation had cosmetic metal ion oxidation, the middle insulation had breached via environmental stress cracking; several conductors had blood/body fluid (not obstructed), all insulators were breached cut, the exposed defibrillation conductor had a white substance, the outer insulation had a cosmetic depression, and the lead was stretched; full lead in segments returned and analyzed.